Manufacturer narrative:
Patient weight not available from the site. A medtronic representative went to the site to test the equipment. Testing revealed that the issue was unable to be replicated. The representative performed a gains calibration just in case. The imaging system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used intra/peri-operatively of a sacroiliac and thoracolumbar procedure. It was reported that after taking a 3d spin, the site reported that the images are showing up grainy. The site are not pushing them to a navigation system, they are grainy on the mobile view station (mvs). There was no delay to the procedure and no impact on patient outcome.